Event description:
A customer reported issues with their pump experienced problems with maintaining its charge. There was no adverse impact to the customer¿s blood glucose level. Technical support was contacted to troubleshoot these issues.